Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 45-year-old male patient with a past medical history of renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had red colored urine. An echocardiogram confirmed the impella was deep by almost 2cm. The physician repositioned the pump under echocardiogram to 4cm from inlet to aortic valve. It was reported that the hemolysis resolved after repositioning. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.0l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Additional information received confirms the impella pump was explanted after approximately eight days of support. The patient was reported to have survived at the time of explant. Section d6b was updated accordingly.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis issue was most likely use related due improper positioning since impella was deep by almost 2 cm, and after repositioning hemolysis resolved per clinical. The cause of position issue was not determined due to insufficient clinical details and no product was returned.